Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 40mm in length, 2.75mm in vessel diameter, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and mildly calcified right coronary artery (rca) and left circumflex artery (lca). After a 6fr non-boston scientific (bsc) guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 2.5x20mm maverick balloon catheter resulting to 80% residual stenosis. A 2.50 x 48 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure the device failed to cross the lesion and when removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.